Event description:
Director of nursing stated that they had a patient who was in for removal of a porta cath. Patient was under local sedation wearing oxygen.the oxygen tubing was draped to the right side of the patient's neck for the procedure. The patient was prepped for the procedure with either duraprep or betadine and the area was drapped with no gaps. The physician used a bovie to make the incision. A flame was noted under the drape, the drapes were removed immeditely and did not catch fire, however, physician reports that the oxygen tubing was charred in the area where the two smaller pieces of tubing come together and then there is the 7 ft tubing. The patient had redness and blanching at the right side of his neck. The patient was given silvadene cream to use at home and will see the doctor in 2004 for follow-up.